Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cp161940, ti lock-scr cancls 6.5x15mm, unknown, cp161941, ti lock-scr cancls 6.5x20mm, unknown, cp161942, ti lock-scr cancls 6.5x25mm, unknown, cp161943, ti lock-scr cancls 6.5x30mm, unknown, pm158036, jones lt trfng sz 26 ha w post, unknown, cp161945, ti lock-scr cancls 6.5x40mm, unknown, cp161947, ti lock-scr cancls 6.5x50mm, unknown, unknown, unknown head, unknown, unknown, unknown liner, unknown, unknown, unknown stem, unknown. Report source, foreign ¿ events occurred in the (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10222, 0001825034 - 2017 - 10223, 0001825034 - 2017 - 10224, 0001825034 - 2017 - 10225, 0001825034 - 2017 - 10221, 0001825034 - 2017 - 10228, 0001825034 - 2017 - 10229, 0001825034 - 2017 - 10230, 0001825034 - 2017 - 10231, 0001825034 - 2017 - 10232. Product location unknown.

Event description:
It was reported that a patient underwent an initial left hip procedure on an unknown date. Subsequently, the patient has been indicated for revision due to infection. All products need to be removed in order to retrieve the post from the triflange. Attempts have been made and additional information on the reported event is unavailable.